Event description:
The following report was received from the clinical study: the patient was randomized to the clinical trial in 2007. The indication for the index procedure was an acute myocardial infarction (mi). Four lesions were treated via direct stenting, two of the lesions were bifurcations. Following the index procedure, an asymptomatic non-q wave infarct occurred. The physician found cpk (952) and troponin elevation (0.55) in the analysis post procedure with unspecific changes in ECG (intensification of the negative t-waves in v3-v6. There were no myocardial markers analysis pre procedures. The location of the mi was undetermined and was reported as resolved without sequels.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-200701251, 9616099-2007-01252, 9616099-2007-01253 and 9616099-2007-01254. Any additional information will be submitted within 30 days of receipt.